Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did meter to hcp meter comparison tests, side by side, within 15 minutes. Results were 182 mg/dl on her meter, and 132 mg/dl on her doctor's meter (type unknown.) She did not have any symptoms. Control testing was not done due to lack of supplies.